Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that: "I have been made aware of the cartiva implant recall, which I had in (B)(6) 2016, and has failed, despite multiple follow-ups, and ultimately dismissal, by two specialists. I've suffered almost 9 years of pain as a result of this not fit for purpose product. ".

Manufacturer narrative:
Correction to h6 (device code). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that: "I have been made aware of the cartiva implant recall, which I had in (B)(6) 2016, and has failed, despite multiple follow-ups, and ultimately dismissal, by two specialists. I've suffered almost 9 years of pain as a result of this not fit for purpose product. "